Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a communication error e315. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, e4, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be established. Olympus will continue to monitor field performance for this device.